Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user changed the infusion set and subsequently received a prompt to change it again, with the device indicating zero days remaining since the last set change; troubleshooting identified that the fill cannula step was not completed and the user was guided through completing it, with education provided on its purpose. Symptoms included hyperglycemia with a reported highest blood glucose of 222 mg/dl for a duration of a couple of hours, without ketone testing, backup therapy use, or medical intervention. Outcomes included no reported immediate health effects and no need for professional care. Investigation included troubleshooting and user education by customer care. Investigation of this case revealed an incomplete fill cannula step associated with the infusion set deployment. It was concluded that the event was related to user setup error of the infusion set and cannula fill process, and the ilet device functioned as designed.